Event description:
On (B)(6) 2012, it was reported that patient had a loss of stimulation sensation. However, it was determined that the patient was on cycling mode, so at times, she was going to feel stimulation and then not feel stimulation. On (B)(6) 2012, it was reported that the cause of the event was "improper use" and there were no abnormal impedances. There was "successful" reprogramming on (B)(6) 2012. Hospitalization was not required and there was no patient injury. On (B)(6) 2012, it was reported that the patient had no more concerns with her device or therapy. The patient had experienced discomfort since implant of the device. The discomfort was minimal when the patient was standing or walking and she had the most discomfort when sitting down. The patient also had difficulty "rolling in bed" as the implant tended to "twist and she'd reach back and push it down." The patient was reprogrammed in may, but informed her health care provider (hcp) that therapy was not the issue. Before being explanted the patient decided to turn the device off and experienced no loss of urine. After the device's removal, the patient stated it was "instant relief."

Manufacturer narrative:
Product ID, 3889-28 lot# v557203, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Upon further review, it was noted that this event was also reported in MFR 3004209178-2012-11851.